Event description:
It was reported a port was placed for chemotherapy treatment in 2001. Approx one year post placement it was noted the pt's tissue was turning black. A leak was noted in the distal portion of the catheter. The port was removed via the proximal end and another port was successfully placed for continuation of treatment. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under appropriate sequence number. As a lot number was not provided, a device history search could not be performed. The co's follow-up revealed a few months prior to this event the pt experienced path in the area of the port. No problem was found with the port and no action was taken at that time. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.